Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device data was then downloaded and showed that the device had repeated power cycles and 15.2 lifetime hours of on time. This indicates that an item had been placed on top of the device which repeatedly pressed the on/off button causing the hybrid layer capacitor (hlc) internal batteries to deplete. Therefore the root cause of the reported issue was due to the repeated power cycles that occurred and depleted the hlc internal batteries. The customer received a replacement device.